Event description:
The clinic reported that a laser vision correction patient presented at the one day post op visit with trace dlk (diffuse lamellar keratitis) with two fibers observed in the right eye. The patient's flap was lifted and rinsed and the fibers were removed. Topical steroids were applied. The patient's uncorrected visual acuity was 20/30 in each eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.